Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
8110 sn: (B)(4) customer stated that he was having this error code 31-1033-149 and needed to know how to correct it. Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: the customer stated that he flashed the 8110 and the error is still coming up. I had the customer to reflash the unit and that didn't correct the error. I then let the customer know that he needed to change the logic board. The customer stated that he would change the logic board to see if it corrects the problem. He also stated that he would call back if he has any problems. And the call was ended.